Manufacturer narrative:
Visual analysis: visual analysis of the photographs a device appears to be intact, appears to be red / yellow encapsulated, gel appears to be cloudy in color, appears to be intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device remains implanted.